Event description:
On (B)(6) 2026, a patient (pt) in germany called to report a diagnosis of ¿corneal inflammation¿ in the left eye (os) yesterday (B)(6) 2026) while wearing an acuvue® oasys max 1-day brand contact lens (cl). The pt went to an ophthalmologist who prescribed ¿antibiotics and cortisol¿ hourly until monday. On 07jul2026, the pt provided additional information. The pt reported the initial ophthalmologist visit was on (B)(6) 2026 and further advised that the os is currently ¿not better as of yet¿ and no update to the diagnosis is available. The pt experienced a foreign body sensation during cl wear and noticed the ¿eye was visibly infected and red.¿ the diagnosis received was ¿corneal infection¿ and the ophthalmologist stated ¿this was caused by cl;¿ however, no bacterial infection was diagnosed and no culture was taken. The pt advised the issue occurred 29jun2026. The pt identified the prescribed medications as dexa ophtal ¿cortisol¿ eye drops and moxifloxacin antibiotic eye drops. The pt is currently using the eye drops ¿5 times a day and were advised to gradually decrease this to 3 over this week, to 2 over the next week and the 1 the week after.¿ the pt did not expose the cl to any water source while on the eye and currently is experiencing issues reading from a computer due to the ¿eye infection.¿ the pt has a follow-up appointment scheduled on (B)(6) 2026. No medical report is available. On 07jul2026, the pt provided additional information. The pt reports ¿meticulous attention to cleanliness and the highest level of hygiene.¿ the pt does not use a storage container, disposes cls every evening and inserts a fresh pair in the mornings, and ¿on some days even twice a day.¿ the pt reports since 29jun2026, ¿suffering from a severe eye infection.¿ on (B)(6) 2026, the pt visited the ophthalmologist who provided a diagnosis of ¿severe corneal inflammation os, triggered by cls.¿ the ophthalmologist advised no cls wear until further notice. The pt reports ¿intensive treatment with cortisone and antibiotics¿ and currently must ¿alternate my eyes at least 10 times a day.¿ at the (B)(6) 2026 visit, the ophthalmologist did not ¿find a final cure¿ and advised continuing the ¿aggressive therapy with cortisone and antibiotics for at least 3 more weeks.¿ a follow-up appointment is scheduled for (B)(6) 2026. No additional information has been provided. A comprehensive review of the manufacturing records for lot number 6254830106 was conducted, including all relevant aspects such as parameters results, packaging audits, package integrity assessments, identification of nonconformities, recorded deviations, and sterilization processes. This assessment confirms that all units complied with the specified criteria and were released in accordance with established product specifications. The os suspect cl was discarded. No additional evaluation can be conducted. If any further relevant information is received, a supplemental report will be filed, as appropriate.